Event description:
It was reported the customer experienced elevated blood glucose levels (313 mg/dl). Reportedly, the customer has been fasting from an endoscopy procedure. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.